Event description:
Spontaneous call from pt reported she wasted one cassette of medication for her IV remodulin when she attempted to attach cassette to both of her cadd legacy pumps got alarm high pressure. States green part on cassette looked jammed in there / tight. Pt is sending defective cassette back. Did not request replacement lot #3825501. No adverse event as result. Used another cassettes. Reported to (B)(6) by pt/caregiver.